Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported possible lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from the reported possible lots. Based on the available information, the reported migration (partial clip movement) appears to be a cascading event of the tissue injury. A cause for the reported tissue injury could not be determined. The reported mitral regurgitation mr appears to be a cascading event of the migration (partial clip movement). Additionally, mr and tissue injury are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, and partial clip movement it was reported on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2022, the patient returned for a follow for a scheduled transesophageal echocardiography (tee). It was observed the lateral of the two clips had slightly rotated, causing damage to the posterior leaflet and mr increasing to a grade of 2-3. No additional information was provided.